Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Ten used samples were received outside of their original packaging. The samples were visually and functionally inspected. During the functional inspection, leaking was detected between the connection of the tubing line and cross spike connector. The reported issue is confirmed and can be related to a manufacturing/production process. A root cause and corrective/preventative action plan will be documented through a formal investigation. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
Unique identifier number added. Facility name and address corrected.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the feed spike sets are leaking at the hub at the insertion site of the feed line into the tube feed bags.